Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during regular in-clinic follow-up, noise leading to pauses was observed. Patient is device dependent and was asymptomatic. The cause of noise could not be determined. The lead was capped and replaced on (B)(6) 2017. Patient was stable throughout.